Event description:
During an atrial fibrillation pfa procedure, a pericardial effusion occurred which required surgery. The physician gained access in 3 venous sites and 1 arterial site. The catheters were inserted and positioned. There was a fixed quad in the rv and an ice for transeptal. The physician reported no issues with transeptal. Pre-imaging with ice demonstrated no effusions. A non-(B)(6) catheter (pulseselect by medtronic) was inserted into the left atrium. Respiratory compensation was completed. Pfa initiated and geo was collected as procedure progressed. During pfa of rspv, bradycardia was demonstrated, and rv pacing began. 0.5 mg of atropine was given with appropriate response. Procedure completed without further incident. The non-(B)(6) catheter (pulseselect by medtronic) and sheath were removed from the left atrium. 40 mg of protamine was then administered. Post procedure ice imaging revealed a pericardial effusion around the right atrium and right ventricle with a size of 1.2 cm. All catheters were then removed from the patient. Post procedure transthoracic transducer echo imaging revealed growth of effusion to 2.0 cm. A pericardiocentesis was performed with 400 cc¿s of blood removed. The drain was left in place. Patient was hemodynamically stable when leaving the lab, however, it was later determined that the patient lost a liter of blood, so surgery was performed where a perforation in the rv apex was repaired. The patient transported to cvicu for monitoring. The physician believes the effusion developed probably due to manipulation of one of the catheters but unsure which catheter. There were no performance issues with any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).